Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 1mls tub pdr1400 had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: "this syringe in our process is made for a medication handling process in a clean room, in this area particle contamination cannot interfere with the result, in short it is an area that minimizes, as much as possible, the insertion, generation and retention of particles. And yesterday, when a technician was handling a medicine, ¿dirt¿ came out on the syringe plunger, and since then all the syringes in that batch were rejected."

Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, black foreign matter is observed. It appears to be dirt. A device history review was performed for reported lot 2097640, maintenance record related to the incident were found. Possible root cause is associated with the assembly process due to build-up of silicone that could have been transferred to the syringe. Adjustment was made to the application sensor and the nozzles were unblocked. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.